Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and loose/protruded drive support disk.

Event description:
It was reported that the customer's insulin pump has cracks around the display window. Advised insulin pump would be replaced. No additional information was provided.